Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue/tired") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fatigue, arthralgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue/tired"), arthralgia ("joint pain"), nausea ("nausea"), migraine ("migraine"), asthenia ("haven't had a bit of energy") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, fatigue, arthralgia, nausea, migraine, asthenia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, asthenia, fatigue, medical device removal, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fatigue, arthralgia, nausea, migraine, asthenia and abdominal pain lower. Amendment: the report was amended for the following reason: this is a retention case. All the information: events: migraine, haven't had a bit of energy and cramps were added. References details, reporter¿s information and source documents were transferred from deletion case no. (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue/tired"), arthralgia ("joint pain"), nausea ("nausea"), migraine ("migraine"), asthenia ("haven't had a bit of energy") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, fatigue, arthralgia, nausea, migraine, asthenia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, asthenia, fatigue, medical device removal, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fatigue, arthralgia, nausea, migraine, asthenia and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue/tired"), arthralgia ("joint pain"), nausea ("nausea"), migraine ("migraine"), asthenia ("haven't had a bit of energy") and musculoskeletal pain ("cuff pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, fatigue, arthralgia, nausea, migraine, asthenia and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, asthenia, fatigue, migraine, musculoskeletal pain and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fatigue, arthralgia, nausea, migraine, asthenia and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporter added. Added events cuff pain. Event medical device removal deleted and hysterectomy added as a surgery for event abdominal pain lower. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.